Event description:
It was reported that the customer was in the emergency room with high blood glucose of 500mg/dl. It was stated that the customer had an accident while driving. It was found that the customer removed the insulin pump in the afternoon, and was using needles with novarapid. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. It was mentioned that the customer is a brittle diabetic, and she was taking some sugar for her low blood glucose. Assisted the mother to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.